Manufacturer narrative:
The results of this investigation is inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the supraventricular tachycardia could not be determined with the information received.

Event description:
The following information is from an article published in journal of interventional cardiology; transcatheter closure of atrial septal defects in adults: immediate and follow-up results. Patient experienced supraventricular tachycardia, which was resolved by medication.